Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl and ketones were present. The infusion set and cartridges were changed multiple times. Manual insulin injection was administered to address bg. Contact alleged pump was not delivering insulin properly. Pump system check was performed with tandem technical support and pump was found to be functioning properly. However, contact reported that pump supply changes and insulin injections did not seem to manage bg levels. Customer continued to use pump for insulin therapy and had insulin injections available if needed. Reportedly, contact discussed event with a healthcare provider.